Manufacturer narrative:
The customer's reported complaint that the smi-02ap broke is confirmed. The device will not be returned for evaluation however photographic evidence has been provided. The image exhibits the reported claim however a root cause cannot be established. The service history was reviewed, and no prior data was found. As this is a purchased finished device, a device history record review (DHR) could not be conducted. The DHR is held by manufacturer classic wire cut. (B)(4). Please note, as this is a reusable device, the potential number of uses is not considered in this occurrence rate. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to inspect the instrument to ensure it is in good physical condition and functions properly prior to use. There should be no loose, broken or misaligned parts. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the conmed representative reported an issue with the spectrum autopass suture passer, item#: smi-02ap, serial: (B)(4), that occurred (B)(6) 2020 during a rotator cuff repair at the (B)(6) surgery center in (B)(6). It was reported only that the bottom jaw of the device snapped off while penetrating through the cuff. Additional information received indicates that halfway through the procedure, the device broke. The broken piece fell into the patient. When the broken piece was retrieved and the 2nd device opened, the case resumed. It was confirmed that no piece of the device remained in the patient, there was no impact or injury to the patient. The procedure was successfully completed with a 5-minute delay using an alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.